Manufacturer narrative:
Additional information was received that the physician confirmed that the mild compression fracture that was shown in the x-ray has nothing to do with our device.

Event description:
A report was received that the patient was experiencing inadequate stimulation. X-ray was taken and showed mild compression fracture at t12. The physician was unable to determine if there was lead migration. It was unknown if the mild compression fracture was device related.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing inadequate stimulation. X-ray was taken and showed mild compression fracture at t12. The physician was unable to determine if there was lead migration. It was unknown if the mild compression fracture was device related.